Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility voluntary medwatch received that stated: "patient was having chest CT performed and during the contrast injection the extension set came apart from the angio cath. The site did not infiltrate. The extension set was reattached and secured. Procedure continued. The macrobore extension set split open the second time below the angio ad clave attachment. New clave applied. Site flushed without difficulty and the procedure concluded without further incident." User facility voluntary medwatch received that stated: "patient was having chest CT performed and during the contrast injection, the extension set came apart from the angiocath. The site did not infiltrate. The extension set was reattached and secured. Procedure continued. The macrobore extension set split open the second time below the angio and clave attachment. New clave applied. Site flushed without difficulty and the procedure concluded without further incident." Upon further query, the following information was provided that indicated, disconnection and tubing split during contrast injection with a power injector. The tubing set was being used with an unspecified power injector to deliver unspecified contrast solution during a CT scan. After an unspecified length of time in use, the tubing set male adapter disconnected from the angiocatheter. The tubing set male adapter was reconnected to the angiocatheter and the procedure was resumed. After an unspecified length of time in use, the tubing split at an unspecified location. It was reported that the "clave port" was replaced and the procedure was completed. Multiple unsuccessful attempts have been made to obtain additional information, including the type of power injector in use, power injector settings, contrast media being used, any reported blood loss or bleed back, and the entire tubing set was replaced or just the reported clave port.